Event description:
The manufacturer received information related to philips CPAP device that the power supply part of the CPAP has peeled off, revealing the copper wire inside and sparks flew. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Should any additional information be received, a follow-up report will be filed.